Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Customer's mother reported that the customer was taken to the emergency room due to high blood glucose levels. Customer's mother reported that the customer was taken off the insulin pump during the emergency room visit and hooked up to an IV of insulin. Customer's blood glucose reading was 450 mg/dl. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request. Analysis letter is being sent at the customer's request as the product is expected to return.